Event description:
Pt had ace fischer placed in 2009. The 3 hole pin holder on the top ring was loose. The pin in the 2 hole pin holder below the ring broke after the frame was kicked while the pt was walking; the pin holder was tight. Surgeon stated that the pin broke because the 3 hole pin holder was loose. The 2 hole pin holder and fractured half pin was removed at approx 26 days later; the 3 hole pin holder was re-tightened during this procedure and was not removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.